Event description:
The string on the angioseal broke upon deployment. Staff stated that after going in the body, the 6fr angioseal malfunctioned and the string detached from the device. The angioseal seemed to deploy successfully and the patient was not harmed. Manufacturer response for 6 fr angio- seal sts plus, 6f angio seal sts plus (per site reporter): after investigation they will replace this product.